Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #621697. According to the available there was an unknown reason for explant. Information received from the pathology coordinator indicated: ¿malfunction of the reservoir¿. No further information was provided. A reservoir received for evaluation. Examination and testing revealed no functional abnormalities with the returned component. Because the available information did not indicate what factors may have contributed to the reported "malfunction of the reservoir", and because no functional abnormalities were noted, the cause of this reported event could not be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the reservoir malfunctioned and was explanted.